Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion seal. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not work. During physical inspection, it was found that the downstream occlusion seal was detached. There was unknown patient involvement, no patient injury was reported.